Event description:
Per dealer joystick display has good bye on it, will not turn off, the dealer also states it is getting a communication fault message but no flashing lights. The chair is driving just fine.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.